Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd tube sst ii plh 16x100 8.5 usi gld ce there was labeling issues were discovered. There was no report of patient impact. When the laboratory received the tubes (filled out by a nurse), it finds that there are two labels on the same tube. 2 tubes are concerned for the moment.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [2] photos were provided for investigation.bd received 2 photographs from the customer in support of this complaint, showing a tube with two labels attached. Additionally,100 retained samples were visually inspected, and no double labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with 2 bd tube sst ii plh 16x100 8.5 usi gld ce there was labeling issues were discovered. There was no report of patient impact. When the laboratory received the tubes (filled out by a nurse), it finds that there are two labels on the same tube. 2 tubes are concerned for the moment.